Event description:
The hosp reported that the saphenous vein harventing procedure, the device would not cut causing a couple of branches to tear. The surgeon retrieved the vein by an open leg technique. No other pt complications were reported.